Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgery was for patella realignment. Replace patella and put in a new poly insert."